Manufacturer narrative:
A ge service representative performed an on site investigation. Output measurements were taken and found to be within specification.

Event description:
It was reported that a physicist evaluating the system 9800 measured the kilo volt output out of specification. There was no adverse patient involvement reported. There was no patient information reported.